Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19sep2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator had a low tidal volume. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08oct2018. Date received by manufacturer: 24sep2018. The philip's field service engineer (fse) replaced the user interface (printed circuit board) and the overlay. The ventilator passed all testing and operated within the manufacturing specifications.